Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge was noted to be jumping unexpectedly. Review of the pump data showed the battery gauge jumped several times up and down while not connected to a power source. It was reported the battery issues caused the customer to go high but no exact value was reported. A correction bolus was delivered to address elevated blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.